Manufacturer narrative:
Correction: upon review, the assurity MRI should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
This device was prophylactically addressed by surgery. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states, which identified a moisture ingress anomaly, potentially leading to loss of capture, increased current drain, impacting battery longevity, resulting in premature depletion or early explant. Therefore, this an MDR reportable complaint.

Event description:
It was reported that the patient experienced discomfort from the device. No intervention has been performed, although a device replacement is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).